Event description:
It was reported that an asymptomatic patient presented in the hospital for a follow-up due to patient notifier for backup vvi. Patient had an MRI performed the previous day. Device download was successful and the device was set to nominal setting.